Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. Prior to the hospitalization the pt reports very labile blood glucose ranging from 100-500 mg/dl. The pt changed her infusion set on that day. Her blood glucose continued to rise and she began vomiting. She was transported to the hospital where upon admit, her blood glucose was 508 mg/dl. She was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.